Manufacturer narrative:
Our quality engineer inspected the video submitted for evaluation. The reported issue of catheter difficult to remove from vein was confirmed upon inspection of the video. However, bd cannot confirm the cause of the failure to our manufacturing process since no physical sample was returned.

Event description:
Materials: 386862 batch#: 4160444. It was reported by the customer that IV needle gets stuck upon removal after inserting catheter in patient verbatim: IV needle gets stuck upon removal after inserting catheter in patient.

Event description:
It was reported that bd us cathena 20gx1.00in straight bc catheter was difficult to remove from vein it was reported by the customer that IV needle gets stuck upon removal after inserting catheter in patient verbatim: IV needle gets stuck upon removal after inserting catheter in patient

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.